Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. The force required to secure the door was found above expected levels. The door hooks and latch pins were replaced and the device was recalibrated.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unknown.